Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 431.7mcg/day via an implantable pump. It was reported the patient was not receiving therapy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. On 18-mar t he surgeon opened pocket and accessed the cap on pump and was able to get csf. The surgeon then took x-rays of spine but could not locate the catheter tip and it was suspected that it had moved therefore disrupting therapy. Per the surgeons judgement, they decided to replace the entire catheter. It was unknown if the issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.